Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted the complete lead was returned with the helix retracted. Visual inspection noted blood and body fluid in the helix housing. The lead was subject to direct current resistance testing and passed on all paths, verifying the lead's electrical performance was intact. When testing the helix, it was noted that it did not have any movement, which was attributed to dried blood and body fluid in the helix housing. Analysis could not confirm the field allegation of dislodgement.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during a device interrogation the right ventricular (rv) lead exhibited loss of capture. An x-ray was taken which determined the lead had dislodged. A revision procedure was performed where the physician attempted to reposition the lead, however the helix would not extend fully after mulitple turns. The lead was subsequently explanted and replaced. No additional adverse patient effects were reported.